Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial numbers (B)(4) was returned to acist on september 4th, 2015 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. The customer reported that no air was seen on the cine-angiograms. A copy of the cine-angiogram was not provided by the hospital. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system, there is no evidence of device malfunction related to this event, nor could the reported complaint be duplicated. The cause of the event is inconclusive. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported during a left heart catheterization with percutaneous coronary intervention for st segment elevation myocardial infarction (stemi), a manifold error occurred. The customer purged contrast through the system to troubleshoot the error. On the injection following the purge, air was injected into the patient. The patient observed chest pain, st segment elevation, abnormal heart rhythm (ventricular tachycardia - vtach), decreased blood pressure <90 mm hg systolic, myocardial infarction and elevated cardiac biomarkers. The patient went asystole and had to be intubated. CPR with advanced cardiovascular life support (acls) was performed. The patient regained pulse and multiple pressures started. Intervention of the lad was then performed with excellent angiographic results. An intra-aortic balloon pump (iabp) was inserted. The patient transferred to the ICU following the procedure. The patient recovered on (B)(6) 2015.